Event description:
Healthcare professional reports home pt (hp) was hospitalized 5/9/97-5/13/97 with congestive heart failure and fluid overload after treatments on homechoice device. Pt was dialyzed with manual exchanges in hospital and 3 lbs of fluid were reportedly removed. Pt did admit to bypassing 'low drain' and 'negative uf' alarms received on device prior to hospitalization. No device malfunction was indicated.